Event description:
It was reported that the procedure was cancelled. An angiojet console was used in a thrombectomy procedure. During the preparation when placing the angiojet solent catheter into the console, the device showed an error 71. The procedure was cancelled. There were no patient complications reported.